Event description:
Additional information was received that a revision procedure was performed. The device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Event description:
Boston scientific received information that this device system exhibited a low shock impedance measurement of less than 20 ohms. The patient with this device system reported hearing beeping tones being emitted from the device. The patient had reportedly been at a shooting range and received a shock. The patient was presented in the ER. Upon device interrogation, a fault code indicating a short circuit condition was detected during shock delivery. The patient noted that prior to shock delivery, they felt light headed. The rhythm was atrial fibrillation (af) with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) was delivered, accelerating the rhythm to the ventricular fibrillation (vf) zone, where the device converted with tachy therapy. Technical services was consulted and recommended replacement of the device and right ventricular (rv) lead. A revision procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Upon receipt at our post market quality assurance laboratory, memory review confirmed a code of shock lead shorted fault had occurred. High power visual inspection noted an arc mark on the back of the device case. No other irregularities were noted with the header or device case. A real time x-ray noted that the plasma fuse had been blown open. With the plasma fuse blown open electrical testing could not be performed. No further analysis was performed.